Event description:
On (B)(6) 2003, I underwent a right total hip arthroplasty. I rec'd a depuy hip system consisting of a pinnacle cup size 60 mm, with the 36 inner diameter metal liner, a s-rom 13 mm x 18 mm stem, a 36/6 neck length head, and a 18d large ztt triangle sleeve . Soon after surgery, I began experiencing severe pain and discomfort. Since the implantation of the pinnacle device, I experience severe pain and discomfort and inflammation in my right thigh and right hip area. I also feel extreme discomfort when sitting, walking, or standing for periods of time. Reason for use: osteoarthritis of the right hip.